Event description:
It was reported that implants were inserted on 2 different dates as a partial revision was performed on the second date, 5-57-21. A der was submitted at that time. First 3 items listed were left from 1-29-20 procedure, the rest were placed in may 21. Patient complained of tibial pain. Xrays appeared to have lucencies on the tibial side so a tibial side revision was planned. Insert and femoral component were removed for exposure, then tibial tray and stem were removed, but the tibial sleeve was found to be well fixed. The surgeon wanted to shorten the adapter on the femoral sleeve and when trying to remove the adapter the femoral sleeve and stem were extracted. At this point, a tibial and femoral revision were perfumed uneventfully. There was no patient harm. Doi: (B)(6) 2020 dor: (B)(6) 2022 affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this complaint was not returned. Photo evidence of x-rays provided was reviewed and no product issue was identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product code 129453216 /lot code j5028h combination. Based on the inability to find any nc¿s against the provided product code /lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.